Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced abnormal transmitter behavior. Patient stated feeling an electric prick at the sensor insertion site. No additional patient or event information is available.